Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the nurse and the surgeon, who reported that the iol was reposition and then became displaced again. The iol has not been exchanged as initially reported.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(6).

Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the iol was observed to be dislocated and damaged. The patient experienced diplopia. Additional information was provided by the customer, who reported that the iol was exchanged. Additional information has been requested.